Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient contacted lifescan (lfs) (B)(6) alleging inaccurate readings on their one touch verio pro meter. The patient had done a back to back testing and obtained the following readings: 39 mg/dl and 214 mg/dl. Readings were done within 20 min from one another. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the results are greater than 20%.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.